Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 41786. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: product received date 25-sep-2024. H3: one device was returned for evaluation. Review of the event log shows error code 41786. There was no service history in the last 12 months. The error code was found to be due to a low coin cell battery charge. The unit was charged for 72 hours and the error code was cleared. The error code did not appear again. Updated software to latest version, verification testing was performed. Upon further inspection, unit failed 50ml cassette test. Cassette did not fall out properly. Realigned latch lock mechanism. Device passed all test criteria after the repair.